Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 500mg/dl. The customer stated that the insulin pump alarmed no delivery. The customer also stated that she had been struggling with her blood glucose. Troubleshooting was declined and the customer requested an insulin pump replacement. No further info was requested.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.